Event description:
Customer reported that the white spike of the rf-101 broke off inside the IV tubing. Rn in operating room was disconnecting the rf-101 from the abbott IV tubing port because it was leaking, and the spike broke off. Device was discarded. Infusion was an antibiotic through an 18 gauge angiocath on an adult pt. The pt experienced no harm or injury.